Event description:
It was reported that the customer went to the hospital for hypoglycemia and was treated. The customer was not sure of the case for lbgs. Furthermore, the customer stated that an alarm occurred prior to the event and the customer was disconnected from the pump. It was indicated that the pump was dropped on the floor two days prior to the event. While troubleshooting, the alarm keep recurring. At that time, the customer was advised that the pump will be replaced. The customer was instructed to remain on back up plan per md protocol.